Event description:
It was reported by service report that the brakes were not staying engaged and the brake rings had malfunctioned. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cams.